Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via a vein through retrograde approach. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified shunt in the left forearm. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation; however, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 4mmx4cm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.